Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this investigation. The device was returned with the outflow graft severed adjacent to the graft attachment and the distal portion was not returned. Mlp-007781 was returned assembled with the pump cable severed approximately 3 inches from the pump housing. The modular cable was not returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The outflow graft and bend relief were severed adjacent to the graft attachment and the distal portion was not returned. The apical cuff was returned and engaged with the cuff lock. The device had been treated with a fixative agent prior to return. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Mlp-007781 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-007781 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 12sep2017. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is rev. C. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that post transplant, an occlusion was observed on the outflow graft (ofg) of the pump. This was a routine transplant, no precipitating events/symptoms. Device was operating as expected.